Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 327 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer was advised to assemble a new infusion set with the current reservoir. The customer stated that they were unable to push insulin through during plunger push. The customer was advised to assemble a new reservoir with the current infusion set. The customer performed plunger push. The customer ran manual prime and the insulin pump did not alarm no delivery. Troubleshooting resolved the no delivery alarm after reservoir change. The reservoir will be returned for analysis.